Manufacturer narrative:
Correction to include product problem. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving saline (3mg/ml at 0.144ml/day) via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the patient was not getting relief. They tried to do a dye study and they were unable to aspirate the catheter, so they decided to do a catheter exploration in the operating room (or). No environmental, external, or patient factors were reported to have caused this issue. When they opened the pocket and aspirated the catheter, the surgeon got 2ml of fluid. They decided the catheter was fine and maybe the hcp did not get into the port during the dye study. The issue was resolved and the patient was "alive - no injury." There were no further complications reported at this time. On 08-06-2018 information was received from a healthcare provider (hcp) via a manufacturer representative. The cause for the lack of relief was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative. It was unknown when the patient began to experience a lack of relief. The patient's weight was unknown.